Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Wbc count is not available at this time there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals from the run data file analysis show that platelets did not exit the lrs chamber as expected. The expected steady state collection concentration was not maintained. The detected concentration of platelets at which they were collected throughout the procedure was much lower than predicted. It is possible though not conclusive, that during the time the steady state of the lrs chamber was interrupted wbcs escaped from the lrs chamber. It is possible, though not conclusive, the following may have contributed to platelets not exiting the lrs chamber as expected and therefore this leukoreduction failure: a donor related phenomenon, a loading error of the kit in the centrifuge, a manufacturing defect may have been present on the tubing set the trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. At all times during the procedure the test were in place, however the level of detection of wbcs escaping from the lrs chamber did not yet trigger one or more of the algorithms. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals from the run data file analysis show that platelets did not exit the lrs chamber as expected. The expected steady state collection concentration was not maintained. The detected concentration of platelets at which they were collected throughout the procedure was much lower than predicted. It is possible though not conclusive, that during the time the steady state of the lrs chamber was interrupted wbcs escaped from the lrs chamber. It is possible, though not conclusive, the following may have contributed to platelets not exiting the lrs chamber as expected and therefore this leukoreduction failure: -a donor related phenomenon. A loading error of the kit in the centrifuge. A manufacturing defect may have been present on the tubing set the trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. At all times during the procedure the test were in place, however the level of detection of wbcs escaping from the lrs chamber did not yet trigger one or more of the algorithms. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: signals from the run data file analysis show that platelets did not exit the lrs chamber as expected. The expected steady state collection concentration was not maintained. The detected concentration of platelets at which they were collected throughout the procedure was much lower than predicted. It is possible though not conclusive, that during the time the steady state of the lrs chamber was interrupted wbcs escaped from the lrs chamber. It is possible, though not conclusive, the following may have contributed to platelets not exiting the lrs chamber as expected and therefore this leukoreduction failure: a donor related phenomenon. A loading error of the kit in the centrifuge. A manufacturing defect may have been present on the tubing set the trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. At all times during the procedure the test were in place, however the level of detection of wbcs escaping from the lrs chamber did not yet trigger one or more of the algorithms.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Wbc count is not available at this time there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Wbc count is not available at this time there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.